Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 977a275, lot# 0206839629, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional via a manufacturer representative reported that the patient experienced a return of symptoms and that there was high impedances (greater than 40,000 ohms). There were no factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed included reprogramming. A revision occurred and a new lead was placed. The issue was resolved at the time of the report. No further patient complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional via the manufacturer representative clarified the symptoms the patient experienced was a loss of therapy. There were no falls or traumas prior to the return of symptoms. The high impedance was the indication for the lead replacement.

Manufacturer narrative:
Analysis found the #1, 2, 3, 6 and 7 conductors of the lead were broken 25.6 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.